Manufacturer narrative:
On (B)(6) 2016, the customer reported the occlusions were resolved and spoke to a clinical diabetes specialist about trying a different type of infusion set. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 218 mg/dl. The customer changed the cartridge and delivered a bolus via the pump. As the pump supplies had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.